Event description:
Healthcare provider at bedside, heard "pop" noted tube feeding on pt gown. Feeding tube ruptured, mid shaft, external. Tube feeding turned off, tube taped and secured to pt's abdomen. Pt scheduled for repeat procedure to replace feeding tube.